Event description:
The customer reported that their device was intermittently not recognizing a connection of the defibrillation therapy cable assembly. The device was showing a "connect cable" message when this intermittent issue was taking place. This issue was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.